Event description:
The physician was using a sprinter legend rapid exchange (rx) balloon dilation catheter. The balloon was unable to be removed from the wire. The balloon felt sticky and was stuck on the wire. Reported that it was a very long case and that the wire was really sticky. During removal, the distal end of the wire broke in the patient. All parts of the wire were removed from the patient. There was no patient injury and no clinical sequelae were reported.

Manufacturer narrative:
(B)(4): evaluation results - related to another device/drug (sticky wire most likely contributed to removal difficulties and subsequent detachment). None (device not received for evaluation). Conclusion results - another device caused failure (sticky wire most likely contributed to removal difficulties and subsequent detachment).